Event description:
It was reported by service report that the head right outer siderail panel was cracked from the top of the panel down to the controls, but no exposed sharp edges. It is unk if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: cracked head right outer siderail panel with no exposed sharp edges. This user facility serves as the health care provider for one of the state prisons. As a result, it has been reported that pts intentionally damage various device components with unrestrained appendages. Additionally, pts are regularly restrained in manners that conflict with the device's instruction for use.